Manufacturer narrative:
Product complaint #: (B)(4). Additional narrative: this report is for an unk - nail head elements: tfna helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that patient underwent for a revision surgery due to the tfna blade has migrated medially out of the proximal end of the tfna nail. During the surgery, the tfna nail and blade removed from the pelvis easily. There was no delay reported. It was unknown if the surgery completed successfully. The patient outcome was unknown. Concomitant device reported: unknown tfna nail (part# unknown; lot# unknown; quantity: 1) unknown locking screw (part# unknown; lot# unknown; quantity: 1) this complaint involves one (1) device. This report is for (1) unk - nail head elements: tfna helical blade this report is 1 of 1 for pc (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data: b5, h6. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint involves two (2) devices. Concomitant device reported: unknown locking screw (part# unknown; lot# unknown; quantity: unknown).